Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a biopsy cap was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure, performed in the common bile duct on (B)(6) 2018. According to the complainant, post procedure, they noticed that the sponge had dislodged into the scope. Reportedly, it took 12 hours for sterile processing to remove it. However, it was reported that the procedure was completed with this biopsy cap. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.